Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using. On (B)(6) 2025, during maintenance, blood could not be withdrawn, and injection was difficult. Urokinase thrombolysis was used inside the catheter, but it was unsuccessful. The cannula was replaced without damage, but it was ineffective.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp. Post a port placement, the port allegedly found blood could not be withdrawn and injection was difficult. Reportedly, urokinase thrombolysis was used inside the catheter, but it was unsuccessful. The cannula was replaced without damage, but it was ineffective.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one x-ray image was provided for review. The image provided shows the port in the right chest. The full curve of the port catheter is not in the image. The end of the catheter is shown in the right atrium. The image implies that the port catheter entered the right internal jugular vein. None of the reported issues can be determined by the image provided. Therefore, the investigation is inconclusive for the reported obstruction, infusion and suction issues as the image evidence provided is not sufficient to confirm the reported events. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.